Event description:
Boston scientific was initially notified that when the fibered platinum coil .035" type was inserted into the terumo 5f cobra catheter, resistance was felt at the proximal segment of the catheter. The coil was pushed without change. When approximately 1 cm of the coil was pushed out, it got stuck at the tiple of the catheter. Finally, the catheter and the coil were pulled out. A new catheter and another coil were used to finish the procedure. The patient's condition was not affected by this event. Analysis of the fibered platinum coil .035" type in 10/03, revealed that the zapped tip had separated from the rest of the device, subsequently classifying this event as a medical device report.